Event description:
Patient implant of bifurcated device and 28mm aortic extension on (B)(6) 2011, at (B)(6) by dr. (B)(6). Patient hospitalized (at (B)(6)) 5 days post procedure with severe pain. On (B)(6) 2011, (B)(6) explanted the stent grafts; it was noted the proximal end of the aortic extension had collapsed. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
Review of pre implant CT images indicated patient neck angle is greater than 60 degrees; the patient anatomy did not meet criteria for indications for use. In evaluating the landing location of the proximal extension, it is seen that it was required to take this sharp angle. In this condition, it may not fully seal with the proximal aortic wall. Over time, the forces of blood flow impinging on the extension can compromise its stability. Based on the review of the event information available, manufacturing records, and previous cers, there is no evidence that this complaint is due to a manufacturing issue and no additional specific corrective action or preventative action is warranted at this time. There have been no other reports which have been received to date from this same lot of devices. Endologix will continue to monitor according to its procedures.